Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an epiq 7c ultrasound system with an x8-2t transducer would not articulate during use. The suspect transducer has been replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow-up report upon its return and investigation completion.

Event description:
A customer reported an epiq 7c ultrasound system with an x8-2t transducer would not articulate during use. The suspect transducer has been replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event.

Event description:
A customer reported an epiq 7c ultrasound system with an x8-2t transducer would not articulate during use. The suspect transducer has been replaced at the customer site to resolve this issue. There was no patient or user harm associated with this event.

Manufacturer narrative:
Evaluation of the transducer could not confirm the articulation issue as described by the customer. However, the device failed image and isolation testing due to damage. Visual inspection noted holes in the sheath causing internal corrosion due to fluid ingress. The physical damage to the transducer inhibited the overall performance of the device and is indicative of improper maintenance.